Manufacturer narrative:
Results: the review of the mfg paperwork verified that these lots met all pre-release specs.

Event description:
On (B)(6) 2012, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. The main-body was implanted from the right side. When the contralateral leg was inserted from the left femoral artery, it wouldn't pass through an express stent that was placed in the left external iliac artery on june (B)(6) 2012. The physician decided to convert to an aorto-uni-iliac procedure. Two aortic extender components were implanted to close the contralateral gate, and a femoral-femoral bypass was performed. The pt tolerated the procedure. It was reported the end of the express stent was crushed by the passing of the trunk-ipsilateral leg component delivery catheter, which caused the difficulty in advancing the contralateral leg component.